Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received via litigation the patient experienced severe pain unrelieved by analgesic medication, chronic infections, constant lower urinary tract obstruction and urinary retention, pulling sensations across the pelvic area, foul odor from vaginal area, mesh extrusion into the vagina, vaginal infections, obstruction of the bladder neck and or outlet, and additional medical intervention.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the patient experienced injury, pain, disability, impairment, infection, urinary tract infection, urinary retention, pulling sensation, foul odor, vagina infection, obstruction of bladder, additional surgical intervention and non surgical intervention.